Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The user sent an email requesting removal from all communications and stated that the sensor had been removed due to unsatisfactory performance. Customer care documented that no examples were provided, and the user asked not to be contacted further. Because the system had been removed and the dms showed no new data since november 25, 2025, the case was escalated only to notify the territory manager. With no further data to evaluate and the user declining additional communication, the case was closed.

Event description:
On february 11, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.